Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charger battery) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack.  The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board.   The root cause for the u1003 and u104 failure could not be positively identified.   There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.